Event description:
On (B)(6) 2011, the pt reported having intermittent issues with the down button of the infusion device. The button worked at the time of the report. The issue began about a month ago while attempting to bolus. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.